Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was initially reported that the patient¿s pump was replaced and resulted in replacing the catheter as well. A line was seen in the pocket via x-ray and the reporter was inquiring what in the catheter would be visible. A photo of the x-ray image was provided. Additional information was later received via a company representative on 09/21/2018. The company representative¿s aware date regarding the event was clarified. The patient experienced less effective therapy. The date of the event was approximately (B)(6) 2018. The physician had increased the dosing, but it was still not effective. After having increased the dosing, surgical revision was performed. It was clarified that the catheter would not aspirate during the revision surgery. The cause of the issue was a plugged catheter. The catheter serial number was provided. The pump and catheter were explanted on (B)(6) 2018. The issue was resolved, and the pump system was working again. The patient¿s weight was unknown. The explanted device was not being returned to the manufacturer. It was further noted that the distal portion of the catheter remained in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(4) 2018. It was reported that aspiration was attempted directly from the catheter during the revision. The location of the plugged catheter was unknown. The cause of the plugged catheter was a suspected granuloma. The circumstances that led to the distal portion of the catheter remaining in the patient was because it was non-functioning and was tied off and left in place. The patient¿s weight was reported. There were no further complications reported/anticipated.